Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and reported events could not be conclusively established through this evaluation. The lvas was functioning as intended after the graft was repaired, and there was no product to return. Bleeding and infection are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device - 2 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was advised by the vad clinician to go to the emergency room (ER) after having called to report that their ¿chest was increasing in size¿. In the ER, a chest CT revealed a bone fragment perforation of the outflow graft and accumulation of blood in the chest. The hemorrhage was self-tamponaded. The patient was taken to the operating room for revision of outflow graft and sternum and received blood products. The patient¿s chest was closed on (B)(6) 2017 using pectoralis major muscle flaps over sternum. Two drains were placed and antibiotics were administered intravenously. The vad was functioning as intended after the outflow graft was repaired and the patient was to be discharged to a rehabilitation center. No additional information was provided.